Event description:
The user had a skin injury behind the ear in the form of two round circles. The stitches from the implantation had become infected as well. The user has been explanted on (B)(6) 2026. The reimplantation is scheduled in 8 weeks.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.